Manufacturer narrative:
Device inspection and evaluation found image is not displayed (including momentary blackout). Service repair in addition, noted " scope detection does not work applicable". Investigation is ongoing. This report will be supplemented following investigation.

Event description:
As reported, service repair center olympus (B)(4), received a customer repair request indicating image defect, no image (possible connector receiving malfunction), noise color bar display (scope not recognized). There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image disappearing and the scope detection failure are likely due to a defective video connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.